Manufacturer narrative:
The t:slim user guide states: do not use any other insulin with your system other than u-100 humalog or novolog. Only humalog and novolog have been tested and found to be compatible for use in the system. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported multiple occlusion alarms occurred. Supply changes were performed and the occlusion alarms continued. Reportedly, the customer uses apidra insulin in their cartridge. The customer's blood glucose level was in the 200's mg/dl range. As the contact was not with the customer or the pump at the time of the report, no troubleshooting could be performed. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no response was received.